Event description:
It was reported that the customer was experiencing high blood glucose levels of 552 mg/dl. The customer was unable to deliver a bolus. The customer stated that they were feeling sick. Troubleshooting was performed. And everything tested within specification. The high pressure test was not performed because the patient did not have the tubing clamp. The infusion set was removed from the customer's body and the cannula was not bent. In the alarm history there was no delivery alarm present. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).